Manufacturer narrative:
H6: fdd c26868 is no longer valid. Corrected to c50739. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a deep brain stimulator (dbs) due to parkinson¿s on (B)(6) 2020. During the national day, the patient was found to have signs of redness and swelling on the patient¿s chest where the device implanted. Patient was returned to the hospital for examination on (B)(6). The doctor stated that it was just normal edema, let the patient observe for a period of time, and made an appointment to turn on the device for the patient on (B)(6). After the patient returned to the hospital on (B)(6), the doctor found that the redness and swelling were aggravated and could not make the device turned on. The doctor suggested that the patient should be examined in the hospital, and x-rays showed that the patient had fluid in the chest. The battery and extension in the body should be explanted in the surgical hospital on (B)(6) 2020. The doctor suggested that the patient should be re-implanted after recovery for six months to one year. The patient is under observation at home now.